Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Consumer is stating that when she puts the medicine into the nebulizer that the medicine does not stay in. She does not see any cracks.